Event description:
It was reported to philips that unintended system motion occurred during a case due to a disconnected geometry module on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Geometry module was reconnected, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).